Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 2 sample tubes drawn at the same time from 1 patient and tested for elecsys hcg + beta test system (hcg + b) on 2 elecsys e170 modular analytics immunoassay analyzers with serial numbers (B)(4) (analyzer a) and (B)(4) (analyzer b). This medwatch will cover e170 analyzer serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on e170 analyzer serial number (B)(4). The initial hcg + b result from an aliquot from the 1st sample tube run on analyzer b was 1084 miu/ml. This result was reported outside of the laboratory where the doctor questioned it as a negative result was expected. The patient is not pregnant. A different sample was sent to a different laboratory and a "negative" result was received. The actual result was not provided. On (B)(6) 2018 the 1st sample tube was repeated from the primary tube on analyzer a and the results were 304.7 miu/ml and 313.9 miu/ml. The result of 313.9 miu/ml was reported outside of the laboratory. The sample was repeated again with a result of 0.100 miu/ml with a data flag. The customer then tested the 2nd sample tube that was drawn at the same time as the 1st sample tube and the result from analyzer a was "negative." The actual result was not provided. The negative results were believed to be correct. The customer also performed a qualitative pregnancy hcg test on both sample tubes the 1st sample tube was positive. The 2nd sample tube was negative. No adverse event occurred. The hcg + b reagent lot number was 25919903. The expiration date was not provided. The field service engineer (fse) visited the customer site and found an issue with the pinch tubing. The pinch tubing was replaced and preventive maintenance was completed. Qc results were within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
Na.